Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection revealed an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of noise was due to the exposure of the outer coil at the abrasion zone. All other damage is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Additional information was requested but not received.